Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested the touch screen was intermittently unresponsive. The coin battery was replaced. The device passed all testing. The reported malfunction was duplicated.

Event description:
It was reported that a ventilator had an unresponsive touchscreen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.